Event description:
Per the clinic, the patient underwent a revision surgery under general anaesthesia in order to re-positioned the implant body further posterior on (B)(6) 2024. The implanted device remains.